Event description:
It was reported that the 9600 system locked up and would not save images. Not pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The floppy drive was replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.